Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The reported complaint involved the following device: primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 272 cm. One of the device's air valves reportedly leaked an unspecified solution during patient use. There was no report of any human harm.

Manufacturer narrative:
Investigation summary (B)(6) 2026. No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.